Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.since no lot number was provided, no device history record (DHR) review could be performed.concomitant medical products:unknown mentor saline breast prosthesismanufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) caucasian/african american patient underwent a primary breast augmentation with two unspecified mentor saline breast prostheses, one of which deflated post-operatively. Deflation was confirmed by physician. Additionally, bilateral pain was reported. The side on which the device deflated is unknown. As a result, the patient underwent bilateral removal on (B)(6) 2018. This medwatch report is for the deflated device.

Manufacturer narrative:
Additional information received on 9/19/2018 indicates the patient experienced chronic fatigue. Manufacturer¿s reference number: (B)(4).